Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance measurements out of range. This was discovered through the pacing system analyzer (psa) at an attempted implant. After that, a new lead was attempted, showing the same issues with the impedances. Finally, a competitor lead was successfully implanted within range values. No additional patient adverse effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance measurements out of range. This was discovered through the pacing system analyzer (psa) at an attempted implant. After that, a new lead was attempted, showing the same issues with the impedances. Finally, a competitor lead was successfully implanted within range values. No additional patient adverse effects were reported. The lead already returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.